Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized due to an infection and the incision opening up. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and was scheduled for device removal. There have been no reports of further complications regarding this event.